Event description:
It was reported that a cartridge was "hard to get in". Customer declined follow up from tandem technical support. Therefore, no additional information was available. There was no reported adverse impact.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.